Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead was received with the turning tool on the connector pin which bends the pin when it is returned that way (connector pin bent). The helix does not extend or retract properly due to the large amount of blood in the sleeve head. Blood/body fluid in the distal conductor was observed; lead was damaged at implant; full lead analyzed. (B) (4) the helix will not extend or retract properly due to the distorted coil in the connector. Blood in/on helix mechanism was observed; the lead was damaged at implant; full lead analyzed.

Event description:
It was reported that at implant, the helix for two separate leads would not extend after multiple attempts. One of the leads ((B) (4)) required repositioning five times. The leads were not used. No patient complications were reported as a result of this event.